Event description:
It was reported that the marker would not deploy into the biopsy site. The customer has tried to use four different markers. The customer has reported that the final marker was used to deploy into the site. There were no pt consequences reported.

Manufacturer narrative:
(B) (4). Eval summary: the mam3002 applier (a) was returned in good physical condition and already deployed. The firing mechanism was tested and it was fully functional. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. The mam3002 applier (b) was returned in good physical condition and already deployed. The firing mechanism was tested and it was fully functional while we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. Device b additional info: batch # e9eu3f. Expiration date: 02/2013. Mfg date: 03/2008. The analysis results found that one mam3001 was received instead of a mam3002. The device (c) was received with the introducer tube detached and the tip sheared off and missing. The applier was received without the coolagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the mfg process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. Device c additional info: batch # e9fa1f. Expiration date: 06/2013. Mfg date: 07/2008. 3500a codes: tube sheared off.